Event description:
It was reported that this electrode was suspected to be fractured as it had exhibited a rise in shock impedance measurements up to 145 ohms. No noise or oversensing was noted. Troubleshooting options are being discussed with the field and the electrode remains in service. No adverse patient effects were reported.